Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. Reported event of "stent broken." The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix¿ biliary stent was used in a stent removal procedure performed (exact date not reported). According to the complainant, during the procedure, when they attempted to pull the stent, it was noticed that the advanix¿ biliary stent broke. There were no patient complications reported as are result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been successful to date. Should additional relevant details become available; a supplemental report will be submitted.